Event description:
It was reported that the unit was not displaying an image. Further, an alternative device was available and the procedure was completed successfully w/o any delay.

Manufacturer narrative:
Add'l info will be provided once the investigation has been completed.